Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The tip thermocouple (tct) temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black tct wires were soldered to the opposite pins in the 19-pin connector, consistent with a soldering issue during manufacturing.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, there were impedance, optical, and communication issues with two catheters resulting in a procedure delay. After the catheter was prepped, and the cables to the tactisys and amplifier were connected, the ampere did not recognize the catheter. A 999 impedance error was displayed and there was no force value. The contact force was reset outside the patient prior to insertion. The catheter was exchanged, and the second catheter displayed an impedance reading but ampere: "catheter not connected" still displayed. The tactisys to ampere cables and ampere were exchanged, and all components were restarted. The tactisys was also restarted multiple times, with no resolution. The catheter was exchanged again, and the issue was resolved. The procedure was completed with no adverse patient health consequences.